Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant results from 2 patient samples from 1 patient tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 immunoassay analyzer. The customer used different collection tubes to see if there could be possible contamination or a pre-analytic issue from the tube affecting the results. The (B)(6) result from the first sample from a 7 ml serum tube was (B)(6). The sample from this tube was repeated and the result was (B)(6). An additional 3 tubes were collected and the following results were received: a 7 ml serum tube yielded an initial result of (B)(6). A 5 ml serum tube yielded an initial result of (B)(6). A 5 ml edta tube yielded an initial result of (B)(6). The customer is not sure if the positive or negative results are correct. It is not known if any results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The field application specialist (fas) visited the customer site and tested the patient samples from the 7 ml serum tubes with the (B)(6) confirmation kit. (B)(6). Based on these results, the patient samples tested initially with (B)(6) results contain (B)(6). It was confirmed, however, that the patient does not have (B)(6). The source of possible contamination or interference for these samples was not identified. The customer is not requesting any further investigation of the patient samples. They haven't had any additional questionable results for (B)(6) since the day of this event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.